Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phacoemulsification handpiece presented a system message and did not have phacoemulsification power during a cataract surgery. The surgery was completed after replacing the handpiece with another one. There was no patient harm.

Manufacturer narrative:
A phacoemulsification handpiece was received at the manufacturing site for evaluation. A visual assessment of the returned sample revealed a dented irrigation line. The returned handpiece was connected to a calibrated system. A system message was displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event was confirmed through testing which found moisture ingress to cause a short circuit from the high electrode to ground. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground; however, how or when moisture entered the handpiece remains inconclusive. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).